Event description:
It was reported that during a da vinci surgical procedure, the tips of the fenestrated bipolar forceps instrument were misaligned. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of grips. There was a .134 offset at the tips, indicating overloading at the tip. The instrument passed the electrical continuity test. Failure analysis concluded that the damage may have been due to mishandling. Failure analysis investigation also found the following damages, which were not reported: instrument's pitch cable was found to be frayed at the distal clevis hub. There was no damage at the clevis. There were scratches on the surface of the distal pulley. Also, the distal end of the instrument's main tube had various scratch marks exhibiting material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed pitch cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.